Event description:
Non-functioning inflatable penile prosthesis was removed by physician and replaced. Physician described that device seemed to have failed; at some of the connections where there was leak.